Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements less than 200 ohms as well as ra noise and oversensing resulting in false (atr) and false (pmt) mode switch episodes. Boston scientific technical services (ts) noted a ra pace impedance value of 286 ohms from approximately three months ago. Ts indicated the lead has been in service since 2010 and they suspect a possible lead insulation issue. The ra lead is not a boston scientific product. Ts also discussed options with the healthcare provider to reduce inappropriate mode switch episodes but indicated the ultimate decision to replace the ra lead is up to the physician. The ra lead remains in-service at this time. No patient symptoms or adverse patent effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).